Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed alarm was not working. The bed was located at the account. There was no pt/user injury reported. (B)(4).